Manufacturer narrative:
Concomitant medical devices: w1422c105xh stent graft, implant date: (B)(6) 2009; f2818c140xh stent graft, implant date: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent atrial undersensing. The lead remains in use. No patient complications have been reported as a result of this event.